Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101220 ¿ m/l taper stem ¿ 61530923, 00620205822 ¿ shell ¿ 61544391, 00630505840 ¿ liner ¿ 61540471. Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05471, 0001822565 - 2019 - 05472.

Event description:
It was reported that patient underwent a left hip revision approximately 2 days post implantation, a second revision approximately 6 months late, a third revision approximately 9 months later, a fourth revision approximately 3 months after that, and a fifth revision approximately 3 months later due to unknown reasons. The stem, head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.